Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an out of range right atrial (ra) pacing lead measurement measuring greater than 3,000 ohms. Technical services (ts) reviewed the presenting electrogram (egm) and found there was significant noise on stored events. Ts discussed possible causes and recommended in clinic evaluation with isometrics, pocket manipulation and serial impedances. At this time, the system remains in service. No adverse patient effects were reported.